Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign, distributor) regarding a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. The patient's medical history included cancer pain. It was reported that the patient's pump had a motor stall failure. The date of the event was unknown. Environmental/external/patient factors that may have led or contributed to the issue were unable to be provided. It was unknow if the issue was resolved at the time of the report. The pump remained implanted / in-service. No surgical intervention occurred and no surgical intervention was planned. Regarding the patient's status, alive with no injury was indicated. No patient symptom was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributer (dist). It was reported that it was unknown if the patient experienced any signs or symptoms as a result of the motor stall. It was unknown if the motor stall resolved. The question of the if the cause of the motor stall was determined, was unable to be answered. The device would not be returned because the device contained batteries so would not be delivered export due to legal provisions and would be scrapped locally. Additional information was received from a foreign healthcare provider (hcp) via a distributer. It was reported that the patient had pain that had increased that patient's suffering. On (B)(6) 2023, the patient suffered from severe cancer pain, oral medications could not relieve the pain and had obvious side effects. With the consent of the patient and their family, an intrathecal pump implantation (fully implantable) was performed. The postoperative analgesic pump worked normally and the patient's pain was relieved. On (B)(6) 2024, the patient was hospitalized again due to pain. When adjusting the parameters of the intrathecal pump, it was found that the drug infusion system had a fault and could not inject drugs normally. The patient's pain was unbearable and worsened. The doctor replaced the drug infusion system with a new one. The new system worked properly and the patient's pain was relieved. The expectation of disease treatment or application was for chronic intractable pain and prostate malignant tumor. No further information was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a distributer (dist). It was reported that the explant date of the pump was unknown.

Manufacturer narrative:
Pertaining medtronic records the medication used in the pump was "mf" at a concentration of 5 mg/ml and dose rate of 0.2806 mg/day and "lp" at a concentration of 5 mg/ml and dose rate of 0.2806 mg/day. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: destructive analysis of the pump identified residue in the motor gear train. Analysis also identified residue on the gear pinion of the motor gear train. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.